Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter would not drain urine. Allegedly, the patient complained of pressure. The nurse flushed the catheter, however no drainage came back out. A bladder scan showed over 200cc of urine in the bladder.

Event description:
It was reported that the catheter would not drain urine. Allegedly, the patient complained of pressure. The nurse flushed the catheter, however no drainage came back out. A bladder scan showed over 200cc of urine in the bladder.

Manufacturer narrative:
The reported event was unconfirmed.the sample was received opened and without original packaging. The molex connector had been cut off. Visual evaluation noted no obvious defects. The balloon was inflated with 10ml of water and allowed to sit at rest for approximately 1 minute. No leaks were observed. 30 ml of water was flushed through the catheter drainage lumen at the funnel with no issues. The balloon was deflated and the drainage eyes were inserted into a hanging bag assembly to mimic drainage from the bladder. The catheter drained with no issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿proper techniques for uriniary catheter insertion -perform hand hygiene immediately before and after insertion -insert urinary catheters using aseptic technique and sterile equipment -use the smallest foley catheter possible, consistent with food drainage" correction: adverse event or product problem, outcomes attributed to adverse event.